Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The patient presented in clinic and provocative testing was performed. The noise was able to be reproduced by the provocative testing. A lead fracture was suspected. The rv lead was capped and replaced to resolve the event. The patient was stable.